Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen in the hospital for experiencing a syncopal event. The device was interrogated and showed loss of capture (loc) on this right ventricular (rv) lead as well as several premature atrial contractions, undersensing and low out-of-range (oor) pacing impedances. Additionally there was noise which lead to pacing inhibition. As a result the rv lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.